Event description:
The customer reported that during the removal of the ovaries and cyst in an lavh, tissue began to open up and ooze. It was reported that end tones, signifying a completed seal-cycle, were heard. The surgeon used another form of bipolar energy to stop the oozing.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Because the user was involved in two other incident reports, a covidien representative visited the site to discuss proper ligasure technique.